Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to fire out the end of the fiber (forward-firing). The procedure was completed using a second surgical fiber. Outcome: "ok" - there was no patient injury reported. Gland volume: 35 ml; joules used: 35.2; time expended: 6.52 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-416a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe detritus buildup; the glass cap exhibits moderate devitrification at the output window; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.